Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge. But denies fever, chills, back pain and flank pain. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain/ cramping"), uterine pain ("uterine pain"), dysgeusia ("metal taste in mouth") and fungal infection ("east infection"). The patient was treated with surgery (laparoscopic left salpingectomy, diagnostic hysteroscopy, da vinci assisted total hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia, urinary tract infection, dysmenorrhoea, uterine pain and fungal infection outcome was unknown, the alopecia and weight increased was resolving and the abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, migraine, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure. The reporter commented: left micro insert removed but? Small proximal portion still inside right micro insert not removed discussed options other options of attempted removal but explained the risks of portion of essure still left behind, potential risk of surgery to the quality of the uterus for obstetrical outcomes. Date(s) of removal also provided as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total occlusion of both fallopian tubes was noted. Concerning the injuries reported in this case, the following one/ones were reported confirming events abdominal pain and pelvic pain most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Dysgeusia, uterine pain, abdominal pain lower, weight increased, dysmenorrhoea, urinary tract infection, yeast infection, dyspareunia and weight increased were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge. But denies fever, chills, back pain and flank pain. Concomitant products included cilest (ortho tri-cyclen lo). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 16 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss") and dyspareunia ("dyspareunia"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"), urinary tract infection ("urinary tract infection"), dysgeusia ("metal taste in mouth") and fungal infection ("east infection"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain/ cramping"), uterine pain ("uterine pain") and menstruation irregular ("irregular menses"). The patient was treated with surgery (laparoscopic left salpingectomy, diagnostic hysteroscopy, da vinci assisted total hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia, urinary tract infection, dysmenorrhoea, uterine pain, fungal infection and menstruation irregular outcome was unknown, the alopecia and weight increased was resolving and the abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menstruation irregular, migraine, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure. The reporter commented: left micro insert removed but? Small proximal portion still inside right micro insert not removed discussed options other options of attempted removal but explained the risks of portion of essure still left behind, potential risk of surgery to the quality of the uterus for obstetrical outcomes. Date(s) of removal also provided as (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total occlusion of both fallopian tubes was noted concerning the injuries reported in this case, the following one/ones were reported confirming events abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received, product indication updated, event added: irregular menses. Events onset date added, concomitant drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017 and on (B)(6) 2017 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, migraine, alopecia, weight increased and dyspareunia outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.